Event description:
(B)(6) underwent the following surgical procedure - robot-assisted total laparoscopic hysterectomy bilateral salpingo-oophorectomy and laparoscopic appendectomy. The pk da vinci dissecting forcep grasper portion of the instrument broke on the jaw of the grasper and one side of the grasper fell free into the abdomen. The 1cm x 5mm piece was successfully retrieved. A postoperative abdominal x-ray was performed to confirm foreign body was removed completely. This device was on its 1st of ten "lives."